Event description:
A ventilator was returned to a third party service center for evaluation due to an allegation of a "service required" alarm condition. There was no harm or injury reported. During the evaluation of the device at the third party service center, a service required alarm was observed in the device's downloaded event log. The device's internal battery and system board were replaced to address the issue. The internal battery and system board were returned to the manufacturer's product investigation laboratory for further investigation. The internal battery was found to operate as designed. No malfunction was observed. The system board was found to have a faulty capacitor which caused the service required alarm to occur.